Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire did not cross the lesion and was not performing to expectation. No additional event or pt information is available. This is being reported based on the returned product eval that revealed a separated guide wire.

Manufacturer narrative:
Results - quality engineering was unable to perform an eval at the time of this report. Results and conclusions will be forwarded upon investigation completion.